Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges. The customer's blood glucose level was 211 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm (B)(4)) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified; however, no failure was identified with the different issue.